Event description:
It was reported that log files were sent for review on a patient with a pulsatility index up to 13 overnight. The patient required daily dialysis, and pulsatility index events were thought to be due to hemodialysis or dialysis treatment. The patient was also on a ventilator and had coughing events. No symptoms were experienced at the time of the data files. Patient has since been transferred to an intensive care unit long term acute care hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that patient required daily dialysis, and the pi event were thought to be due to hemodialysis or dialysis treatment. The patient's renal dysfunction was said to might have been related to right heart failure experienced soon after left ventricular assist device implant. Acute kidney injury was initially consulted on (B)(6) 2024. The patient was also said to be on a ventilator and has coughing events. It was said no symptoms were experienced at the time the data files were taken. Patient has since been transferred to an ICU long term acute care hospital.

Manufacturer narrative:
B5 narrative information. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files revealed pulsatility index (pi) events and elevated pi values on 17jan2025; however, no other notable events were captured, and the pump appeared to function as intended. The account later communicated that the pi events are assumed to be a result of the patient¿s need for daily hemodialysis treatment. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including renal failure, right heart failure, and respiratory failure. Section 1 also addresses pump parameters, including pulsatility index (pi). Sections 1 and 4 of the IFU, ¿system monitor¿, explain that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Onset of the patient's right heart failure and renal failure following implant are reported under MFR #: 2916596-2024-05871.